Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010; inratio: 1.3; lab: 2.3, date: n/g; inratio: 7.5.

Manufacturer narrative:
Investigation pending.